Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator that was implanted on (B) (6) 2006 reached elective replacement indicator. Premature battery depletion was suspected. The device was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.